Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (over 250 mg/dl) and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.